Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 137 mg/dl, 106 mg/dl, and 257 mg/dl. The customer did not provide the lot number of the test strips. No adverse event reported. Return of the suspect device was requested for evaluation.